Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had blank display and also buttons did not work. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer stated insulin pump display returned. Customer stated after the reboot the first alarm appeared and right before clearing it the insulin pump went blank again with no response. Customer also stated belt clip was broke. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies noted during testing. All buttons function properly however corroded keypad traces noted during visual inspection. Corroded force sensor assembly, electronic board stack and motor assembly.